Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were not working. The following information was provided by the initial reporter : the pharmacist informed us that a customer reported that two out of 105 pen-needles would not release and could not push the pen through because they blocked.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were not working. The following information was provided by the initial reporter : the pharmacist informed us that a customer reported that two out of 105 pen-needles would not release and could not push the pen through because they blocked.